Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported multi-organ failure and subsequent patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020 due to multi-organ failure. The account communicated that the pump was not explanted and would not be returned. Multiple attempts were made to obtain additional information from the customer regarding the patient¿s outcome; however, no additional event information was provided and the complaint file will be closed accordingly. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to multi system organ failure. The pump was not explanted. Additional information was requested but not provided.